Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums feel itchy with wearing the aligners. They stopped wearing the aligners because they caused a lot of irritation to their gums.